Event description:
Device malfunction: none. Symptoms / ae: vasospasm. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, there was a distal vessel spasm noted which was treated successfully with cardene. There were no reported adverse patient sequelae. The patient was discharged to home one day post procedure. Although requested, there is no additional information available. Exact study event.

Manufacturer narrative:
The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.